Event description:
It was reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. From that time to (B)(6) 2012, hemodialysis is successful. (B)(6) 2012, the doctor found the patient's catheter out of position 2 cm when he was in hemodialysis. The doctor checks and confirms that the cuff is still in patient's body. The catheter separated from the cuff. The doctor has to change a new catheter on (B)(6) 2012.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revf1242 showed seven other similar product complaint(s) from this lot number (370392, 406114, 406123, 406123, 406127, 410167, 418801, 417737).